Event description:
It was reported that cartridge alarm 30 occurred on pump and that caller had experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with alternate method available if necessary, and technical support arranged replacement pump under warranty.